Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow up report will be submitted.

Event description:
On (B)(6) 2017, endologix was informed of a possible afx 3b endoleak. On (B)(6) 2017, the physician elected to reline the initial graft with an afx2 bifurcated stent and a suprarenal extension to resolve the endoleak. No additional information is available at this time. There have been no additional patient sequelae reported.